Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. No product will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm 3 lvas. The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had syncopal episodes, dizziness with standing, nausea, and vomiting. The patient was elevated on the transplant list due to worsening right ventricular (rv) failure. The right heart failure was not preexisting prior to implantation but was not device related. The patient was on chronic dobutamine since pump implantation, but the right ventricle never recovered. The patient was transplanted. The device operated as intended.